Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported, that this cardiac resynchronization therapy defibrillator (crt-d) recorded pacemaker, mediated tachycardia (pmt) episodes. That were either atrial or sinus driven. Additionally, there were stored episodes containing noise, that may have been attributed to a medical procedure or other electromagnetic interference (emi) source. This crt-d system remains in service. No adverse patient effects were reported.